Manufacturer narrative:
It was reported that during an emergent placement of a vascular access device, when the clinician attempted to thread the guidewire, the clinician met resistance during the middle of the insertion procedure. Reportedly the clinician started to remove the guidewire and noticed a fraying of the actual wire. The needle was removed out of the vessel and the spring was noted to be in the skin with the frayed wire near the hub of the needle. The staff called the vascular surgeon who removed the device and subsequently used another kit to start an internal jugular (ij) line. The facility reported that there was no serious injury related to the guidewire, however the patient reportedly expired due to other non-specified medical conditions. No additional information is available. The device was returned to the manufacturer for evaluation and the customer reported issue of a frayed guidewire was confirmed, however the root cause could not be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during insertion the guidewire experienced resistance. The needle was removed out of the vessel and the spring was noted to be in the skin with the frayed wire near the hub of the needle. The device was successfully removed and another line was placed.